Event description:
The facility reported an infusion pump with a failure code 12:303. This report was noted during biomedical testing. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.